Event description:
It was reported that during a breast biopsy procedure, a green cable error code was received. The case was completed by holding the gray sleeve into the unit. There was no patient consequence reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.